Manufacturer narrative:
H3, h6: the kit svc o2 bi71000450 power supply psi (rev. 2 : s/n (B)(6)) was returned for analysis. Analysis found that the complaint was confirmed. The power supply failed bench testing. The output voltage drifted. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The kit svc o2 bi71000860 encl pwr conv (rev. 1 : s/n (B)(6)) was returned for analysis. Analysis found no fault with the returned power conversion during bench testing. The power conversion was installed into a known good system and the system booted and readied several times without issue. Multiple 2d and 3d images were successful. No functional problem was found. The kit svc bi71000195 tray o2 ias power (rev. 1 : s/n (B)(6) ) was returned for analysis. Analysis found that both fuses in the power tray were verified and tested good. The power tray was installed into a known good system and the system powered on, booted, readied several times correctly, and functioned as expected. Multiple 2d and 3d imaging were taken and were successful. No functional problem was found. The kit svc o2 bi71000225 pcba genrtr isol (rev. 1 : s/n (B)(6) ) was returned for analysis. Analysis found that the complaint was confirmed. Visual inspections showed component r-21 was electrically over stressed. Bench testing was not possible due to over stressed component. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided stating that the cause of the issue was a bad standalone board.

Manufacturer narrative:
H6: a medtronic representative went to the site to perform a system checkout. The power enclosure, power tray, power supply, and a damaged standalone board were replaced. The system then passed checkout. Fdm b01, fdr c02, fdc d02 are applicable to the system checkout medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the image acquisition station (ias) was stuck at initializing please wait. The rep performed multiple reboots before calling in without resolution. Inspection of the umbilical cable and pins was recommended. It was ensured that the dongle was screwed into place. Another reboot was tried. Navigation was aborted after about 15 minutes due to the imaging system not being able to x-ray. Use of a different system was required for visualization of instrumentation placement. There was no impactto the patient but a delay to the procedure of less than an hour.